Manufacturer narrative:
(B)(4). The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted.

Event description:
The clinic reported that a laser vision correction patient had surgery on (B)(6) 2016 and that the target reference was entered into laser as -1.50, which lead to an overcorrection that the patient presented with on (B)(6) 2016 in the left eye. It was stated that the patient had no loss of best corrected visual acuity (bcva). The patient complained of having to hold reading material very close. Patient reported symptoms are not interfering with daily activities. Surgical intervention is required as lift enhancement is scheduled for (B)(6) 2016. Bcva from (B)(6) 2016: right eye pre-op 20/20 1.00 x -.50 x 35, left eye pre-op 20/20 2.00 x -.50 x 135. Bcva from (B)(6) 2016: left eye post-op 20/20 -4.00 x -.50 x 150.